Event description:
On (B)(6) 2012 the patient reported that the rubber covering of the up and down buttons is coming off; it is worn to the point that the metal is showing underneath the rubber cover. Troubleshooting with the patient revealed that the up and down buttons are responding intermittently. The patient has to press the buttons hard and multiple times to get them to respond. During follow-up with the patient, she reported that the check button was not functioning as well as the up and down buttons. The patient is utilizing insulin injection therapy until her replacement infusion device arrives. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.